Event description:
It was reported that the ilet display showed multiple white lines and became unreadable upon wake-up, while the unlock button still functioned, consistent with a hardware screen delamination issue affecting the display component. Symptoms included inability to view or use on-screen functions and subsequent trouble operating the device. Outcomes included replacement coordination, continued use of the cgm with a phone or receiver, and user education on syncing data, shutting down the device, and re-registering the replacement. Investigation included remote troubleshooting, verification of serial number and shipping details, guidance to sync data and shut down, and arrangement of replacement supplies. Investigation of this case revealed a malfunction of the display consistent with screen delamination of the device¿s screen assembly, with no alarms reported and no injury. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display.